Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and intermittently charging the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer¿s blood glucose level.